Event description:
A balloon ruptured on the first inflation at four atms during a pre-dilation prior to stent placement of a calcified lesion via a contralateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Stent placement may be indicated when it is believed angioplasty alone will not achieve a good result. It was also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and do not atribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."